Manufacturer narrative:
Findings: pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, cracked battery tube threads and cracked case along the side of the battery tube. Unable to perform displacement test or occlusion test due to broken reservoir tube lip and missing reservoir tube retainer. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 230mg/dl at the time of the incident. The customer reported that the housing part of the reservoir compartment had a crack in it. The customer stated that his numbers were kind of high at 230mg/dl and noticed the crack in the pump. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.